Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received intermittent, multiple altitude alarms. The customer was able to clear the alarms and resume insulin delivery for past occurences. While contacting tandem technical support, the customer's blood glucose level was 192 mg/dl and reported fine at the time. During follow up with tandem technical support the customer reported blood glucose level was 126 mg/dl yet bg level had not lowered and insulin was administered to address bg level. It was indicated that insulin pens would be used as an alternative insulin therapy.